Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the e315 error allegation was confirmed and found to be caused by water invasion in the scope connector. The switch button 1 allegation was confirmed and caused by physical stress from handling. In addition, service found the scope connector cover was rusty. The water bottle connector was leaking. The electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope displayed an e315 error (scope error), and switch #1 was broken. The reported issue was found during reprocessing of the subject device. The intended enteroscope procedure was completed using a similar device. There was no report of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the connector was corroded while the user was handling the device, which led to the displayed error message. The event can be detected by following the instructions for use which state: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.